Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead and the right atrial (ra) lead. The oversensing led to the episodes of inappropriate mode switch on the ra lead. The rv lead was replaced by a low voltage pacing lead and remains implanted. Insulation damage was observed on the ra lead. The ra lead was repaired intraoperatively and remains implanted. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2024-01143.